Manufacturer narrative:
Concomitant medical product: dtba2d4 crt-d, implanted (B)(6) 2016. Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the data indicated pacing capture threshold in the right ventricle was elevated. Analysis of the data indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bruising and pain in their shoulder region and the physician suspected the cardiac resynchronization therapy defibrillator (crt-d) had moved out of the pocket. It was also reported that the left ventricular (lv) lead exhibited impedance changes in addition to thresholds that had increased to a high range. Thresholds did return to a normal range and the impedance trend became more stable. The right ventricular (rv) lead also exhibited changes in impedance and thresholds as well as low r-waves. The lead impedance trend currently appears more stable. The crt-d was repositioned with no action taken for either of the leads. The products remain in use. No further patient complications have been reported as a result of this event.